Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call of issues with customer's insulin pump. The husband was calling back to perform high pressure test. The clamps received were noted to be damaged, and the customer was advised that replacement would be sent out. The husband inquired about the potential cause of the customer's hospitalization. The husband was advised of potential insertion styles and insertion sites. The husband was advised to follow heal care providers guidance as to insertion sites and avoiding scar tissue. The customer is being sent replacement sets.